Event description:
It was reported that the camera head exhibited error code u311. There were no reports of patient harm.

Manufacturer narrative:
E.1. Initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in board unit, the color of the image is uneven and therefore no image is displayed, and water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation no problem was detected, and related to the new reportable finding found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.